Manufacturer narrative:
The pod arrived not deployed as denoted by the slide insert not being visible in the top housing window. Rotational sensor malfunctions were observed in the data along with an 0x42 rotational sensor minimum pulses between safety sensor trans alarm. First prime completed early at 31 pulses as a result of the malfunctions. Second prime was also completed before the alarm was detected. The rotational sensor malfunctions can be confirmed to be the cause of the needle mechanism failure and 0x42 alarm since the ratchet gear did not rotate enough to deploy the needle mechanism. Contamination was also observed on the commutator cap. Since rerun data was unable to be obtained, it could not be conclusively determined if the commutator cap contamination is the root cause of the rotational sensor malfunctions.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.